Event description:
A report was received on (B)(6) 2020 from the home therapy nurse (htn) regarding a 45 year old male with end stage renal disease who had the venous luer of the patient connector break within his hemodialysis catheter when disconnecting from his home hemodialysis treatment on (B)(6) 2020. The patient attended the hospital for evaluation of his central venous catheter. Follow up information was received on 22 may 2020 from the htn who stated the patient did not experience any symptoms related to the event, the patient''s central venous catheter (cvc) was removed and replaced with a new cvc. Preventative antibiotics administered, and the patient was released same day. Per the htn, the patient has recovered without sequelae and resumed treatment with the nxstage system.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. A review of the complaint database revealed no other reports of this issue for this lot number. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".

Event description:
A report was received on (B)(6) 2020 from the home therapy nurse (htn) regarding a (B)(6) male with end stage renal disease who had the venous luer of the patient connector break within his hemodialysis catheter when disconnecting from his home hemodialysis treatment on (B)(6) 2020. The patient attended the hospital for evaluation of his catheter with no symptoms reported. There has been no response to requests for additional information.